Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy in the morning') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced coagulopathy ("blood clotting disorder") and irritable bowel syndrome ("irritable bowel syndrome"). Essure was removed. At the time of the report, the medical device removal, coagulopathy and irritable bowel syndrome outcome was unknown. The reporter considered coagulopathy, irritable bowel syndrome and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, coagulopathy and irritable bowel syndrome. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.